Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The blood glucose level of the customer was unknown. The customer reported that the insulin would squirt out of the tubing while priming. The insulin pump did not give low battery alert prior to replace battery alert and rejected new batteries. The insulin pump will return for analysis.